Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported that he had a dizzy spell and blacked out while in a movie theatre. Additional information from the local boston scientific field representative (fr) indicated that the patient was seen in clinic for follow up. The patient was instructed to not drive for six months and will have another follow up with the physician in the coming months. The physician had not mentioned a device issue or a cause for the patient's syncope to the fr. The device remains in service.